Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-april-2024, it was reported by the patient that he was hospitalized for high blood glucose level due to infusion set fell off. High blood glucose level at the time of event was 600 mg/dl and current blood glucose level was 158 mg/dl. Treatment received by the patient for hyperglycemia was insulin shots. Symptoms reported at the time of event confusion, felling sick/unwell tired/weak. No further information was available.